Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Event 1: the screen turned white, and robot disconnected while the arm was locked on trajectory. Company representative turned off the robot and restarted, then drove home to recalibrate the attached tool and continue the surgery. Event 2: while driving the robot froze in the intermediate position while it was going to a trajectory, the vigilance device window turned white and unresponsive. The surgeon was able to move the arm while on the vigilance device was pressed but it wouldn't move by itself to its intended position. Company representative restarted the robot, and was able to drive the robot again to complete the surgery. There was no delay more than 30 minutes, and no collisions or patient involvement.

Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the first event, the freeze of the device during the process, was due to the virtual memory mismanagement, and the second event, the blank popup and freeze, were due to the overlapping of two commands, a cooperative slow mode and an automatic movement. These issues were already addressed through the continuous enhancement process of our products.

Event description:
Event 1: the screen turned white, and robot disconnected while the arm was locked on trajectory. Company representative turned off the robot and restarted, then drove home to recalibrate the attached tool and continue the surgery. Event 2: while driving the robot froze in the intermediate position while it was going to a trajectory, the vigilance device window turned white and unresponsive. The surgeon was able to move the arm while on the vigilance device was pressed but it wouldn't move by itself to its intended position. Company representative restarted the robot, and was able to drive the robot again to complete the surgery. There was no delay more than 30 minutes, and no collisions or patient involvement.